Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the barrel was cracked. The returned syringe was examined and exhibited broken barrel ranging from the 0-6 unit markings. Sample will be forwarded to manufacturing ((B)(4)) on 20oct2017 for further review. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. On 24oct2017, (B)(4) received one (1) 0.3ml, 12.7mm loose syringe from reported batch# 6195917. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, it was noted that the sample received exhibited significant damage to the barrel of the syringe, ranging between the zero line and the 6-7u (6 to 7 units) along the scale markings. This type of damage has previously been noted within the manufacturing plant; the source of this damage can occur in one of two places. The first is during the infeed of parts into the prep dial on the metro. As syringe barrels are fed in, there is a stop gate and the point just prior to where the parts enter into the dial teeth. At this junction, if there is a jam on the line or a sudden stop, this gate snaps shut to prevent overflow of product into the prep dial. This force is more than sufficient to cause damage of this type. Additionally, during packging, product enters into index dial on the form fill & seal. If there is a misalignment or jam during this transfer from the rails to the dial, a syringe could potentially get caught and cause the type of damage noted within this complaint sample. In either instance, the resulting damage to the syringe renders the syringe unable to be used by the end user, therefore, unlikely to confer any harm. Device history record review ¿ a review of the device history record was completed for batch # 6195917 all inspections were performed per the applicable operations qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the barrel of a bd loads ¿ 29g x 12.7mm insulin syringe and needle was cracked, and noticed before use. No reported medical intervention or serious injury.